Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the separation was not determined. A continuous flush of saline solution was maintained at all times as indicated in the instructions for use.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield and phenom 27 catheter were returned inside the outer carton, inner pouch, biohazard bag, and shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The pushwire appeared to be separated at the distal hypotube. The distal hypotube was found to be stretched. The distal and proximal ends of the braid were found to be opened and frayed. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be accordioned at 6.0 cm to 14.5 cm from the distal tip. No other anomalies were observed. The broken end of the pushwire was sent out for sem analysis. ¿ testing/analysis: per the sem results, the broken end exhibited evidence of mechanical damage (smearing) and overload features. The total and usable lengths were measured and found to be within specifications. The catheter was flushed with water and was found to be patent. An in-house 0.026¿ mandrel was then tested by running it through the catheter hub, successfully passing through without issues. However, the resistance was observed at the damaged locations. ¿ conclusion: based on the analysis findings, the customer complaint was confirmed, as the pipeline flex shield and catheter were found to be damaged. Additionally, the pushwire was broken at the distal hypotube. The broken end exhibited evidence of mechanical damage (smearing) and overload features. From the observed damage to the hypotube (stretching/separation), braid (fraying), and the catheter (accordioning), it appears that high force was applied. The damage likely occurred when the customer attempted to advance/retrieve the pipeline flex shield through the catheter against resistance. Possible causes of resistance include vessel tortuosity and a lack of continuous flush during the procedure. However, the customer reported that a continuous flush was used, and the vessel tortuosity was moderate, which rules them out as potential causes. The cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was undergoing an aneurysm embolization procedure using a pipeline embolization device. The aneurysm was located in the left cavernous carotid artery and was unruptured with a saccular morphology. The aneurysm had a maximum diameter of 8 millimeters and a neck diameter of 5.5 millimeters. The landing zone was 4.75mm distal and 5mm proximal. The access vessel was the left internal carotid artery with a diameter of 6 millimeters, and moderate vessel tortuosity was noted. During the delivery of the device, the physician encountered catheter resistance distally and observed that the pipeline guide core had separated from the pusher. The entire system was removed, and a new micro catheter and pipeline device were used. Dual antiplatelet treatment was administered, and angiographic results post-procedure indicated successful aneurysm embolization with the flow diverter. No patient complications have been reported as a result of this event. There was no medical/surgical intervention needed to prevent permanent impairment, and the event did not extend hospitalization. The devices were prepared and flushed as indicated in the IFU.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 228632361). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.